Manufacturer narrative:
(B)(4).

Event description:
The rptr stated the (B)(4) silicone plate lens was damaged during loading; however, it was not discovered until after it was inserted into the eye. The lens was removed and another same model lens was implanted without any pt injury. The rptr indicated they were training a new tech and the incident was the result of a loading error.